Manufacturer narrative:
(B)(4). Concomitant medical products: item#00801803603 versys femoral head +3.5 lot #62618324, item#00875101336 continuum trilogy longevity liner lot #62551661, item#00875705801 continuum tm shell lot #62601645. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02623 liner, 0002648920 - 2019 - 00339 head.

Event description:
It was reported that the patient was experiencing pain in left hip along with psoas tendinitis with failed conservative therapy. Pre-revision workup revealed elevated metal ions. Left tha revision was performed approximately 4 years after the initial surgery. Surgeon noted corrosion on neck/head junction, along with pseudotumor. As there was leg length discrepancy prior to revision, surgeon performed psoas lengthening verses performing revision of stem to correct the length. Head and liner were exchanged. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was confirmed by review of medical records which indicated revision due to pain. Op notes indicated elevated ion levels, psoas tendinitis, excision of pseudotumor and psoas lengthening. No evidence of infection and negative for acute inflammation. Metallic appearing purulence in capsule and trunnionosis noted on trunnion. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.